Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the patient experiencing a hematoma. The patient is expected to fully recover.

Manufacturer narrative:
Correction to field g1. MFR site address 1, MFR site city, MFR site state and MFR site zip/post code correction to field h6. Impact codes.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the patient experiencing a hematoma. The patient is expected to fully recover.